Event description:
The customer reported a leak at the white blood cell (wbc) bath of the coulter act series analyzer. The customer was running startup and controls when the leak was noticed. The volume of the leak was 5 ml and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer was able to repair the leak with help from customer technical support (cts) over the phone. The customer found that the waste rinse pump (pm1) tubing was worn and clogged. The customer replaced the tubing, which repaired the leak. The customer verified the instrument was running without any leaks. (B)(4).